Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and remained unchanged until the device was completely removed from the body. Manual compression was then used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. After observing a significant reduction in pulsatile blood flow, the operator continued to withdraw the device; however, the indicator window did not change color. The indicator window did not change color, and the indicator window did not show red. When the device was removed, the indicator wire loop was deployed, with a very small pulling range noted. After removal, staff attempted to press the plug deployment button and found it could not be pressed, and after applying forceful pressure, the plug indicator was finally depressed. The procedure used a retrograde puncture and was an interventional procedure, and the patient had no additional adverse outcomes. The device was used following a posterior tibial artery below-the-knee angioplasty. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability, including a 30¿45° insertion angle, was verified by angiography; the vessel diameter was =5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found fully retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. Functional analysis was not performed for this investigation, as the device was received in a fully deployed condition, with the indicator wire retracted and the plug not received for evaluation, preventing execution of functional simulations. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the indicator window event reported could not be conclusively determined as the device was reportedly forcibly tested outside of the patient¿s body prior to return. Upon receipt, the indicator window was in the black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and remained unchanged until the device was completely removed from the body. Manual compression was then used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, the indicator wire cowling locked against the handle assembly, and an audible click was heard. After observing a significant reduction in pulsatile blood flow, the operator continued to withdraw the device; however, the indicator window did not change color. The indicator window did not change color, and the indicator window did not show red. When the device was removed, the indicator wire loop was deployed, with a very small pulling range noted. After removal, staff attempted to press the plug deployment button and found it could not be pressed, and after applying forceful pressure, the plug indicator was finally depressed. The procedure used a retrograde puncture and was an interventional procedure, and the patient had no additional adverse outcomes. The device was used following a posterior tibial artery below-the-knee angioplasty. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. Femoral artery suitability, including a 30¿45° insertion angle, was verified by angiography; the vessel diameter was =5 mm, and the puncture site showed no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.